Event description:
Customer states that he attempted to test on his aviva meter, but obtained an error message, when he was feeling symptoms of hyperglycemia. Customer took losartan 50 mg and 2 tablets of soma before obtaining the readings. Customer felt weak, so his friend drove him to the hospital. Customer was tested at "a little over 500 mg/dl" on the hospital meter when he arrived. Customer was treated with "a quick acting shot to lower his blood sugar" and released from the hospital. Requested return of suspect device and replacement was sent.